Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 370 mg/dl at the time of incident. The customer treated the high blood glucose reading with a manual injection. The customer declined to troubleshoot for high blood glucose reading. The customer stated that they have a bad site because the pump is saying no delivery. The customer stated that the alarm happened during normal basal rates and that the alarm did not occur during manual prime. The customer reports the issue was resolved by changing the complete set ( the infusion set and the reservoir set). The reservoir will and set will be replaced. The reservoir and set will not be returned for analysis.